Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this right ventricular (rv) lead also exhibited an acute rise in threshold measurements leading to the lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a reduction in r wave amplitude and loss of capture. A lead revision procedure was performed. During the procedure the patient had a pericardial effusion and cardiac tamponade. An emergent pericardiocentesis and subxiphoid pericardial window procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Event description:
--